Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an "off no power" alert and did receive a low battery alert prior less than 24 hours prior to off no power. Customer also received a battery out limit alert. Customer's blood glucose was 120 mg/dl. During troubleshooting, customer reported that battery was not previously used and insulin pump was not dropped or bumped. After troubleshooting, customer was advised to insert new batteries and to monitor insulin pump.